Event description:
During an operation on a 4 cm acoustic neuroma (a slow-growing tumor of the vestibular cochlear nerve that connects the ear to the brain), the doctor was monitoring the m. Orbicularis oculi and the orbicularis oris muscle when the complaint device (nim 3.0) gave a false-positive response in the wrong area. However, where the nerve was located the complaint device gave no signal. It was noted that the position of the facial nerve was not typical. There was no injury to the patient. The patient's facial nerve was not damaged during the operation, as evidenced by the retention of all normal functions.

Manufacturer narrative:
(B)(4). Device remains in possession of customer. The device was not returned for analysis. No codes could be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.